Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported leak in the stopcock. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the lot history record for the reported lot was performed and revealed no nonconforming material records that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Event description:
It was reported that during an un-specified coronary procedure, air-purging was performed on a balloon catheter which was inside the anatomy. It was observed that air was coming into the 20/30 indeflator from the three-way stopcock. Using a syringe, the physician injected saline into the three-way stopcock, and leakage of saline was seen from the bottom of the white parts of the three-way stopcock. A non-abbott stopcock was used and the procedure was completed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.